Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. In addition, the contact reported the pump battery depleted from 100% to 30% within one day. The customer's blood glucose (bg) was 512 (mg/dl) with moderate ketones. A bolus was delivered to address bg and water was consumed to address ketones. Reportedly the customer had manual injections as alternate insulin therapy.